Manufacturer narrative:
D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel and cardiac perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead due to non function. A right atrial (ra) and a right ventricular (rv) lead were present in the patient as well, but were not targeted for extraction. A spectranetics lld e lead locking device (lld e) was inserted into the lead, along with an arthrex fiberwire suture tied to the lead insulation to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, significant lead on lead binding was noted through the subclavian and innominate veins. Advancement was made to the proximal portion of the lead superior vena cava (svc) coil, and passed freely to the last 1 cm of coil where all three leads were heavily bound together. Three attempts were made to lase past the binding, and upon the third attempt, the glidelight broke through the binding site and the lv lead broke free. Shortly thereafter, the patient''s blood pressure dropped. Rescue efforts began, including rescue balloon, fluids, medications, ice placed around the patient''s head, bypass, and sternotomy. An svc/ra junction perforation was discovered and repaired. The patient survived the procedure and subsequently recovered, up and about walking, with full neurologic recovery. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.